Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. Additionally a device evaluation was completed: a review of tickets was performed for the reagent lot. The ticket search determined that there is normal complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the device was identified. Additionally, d9 - device available for eval has been corrected to no.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated (B)(6) results for one organ transplant donor in comparison to another method (grifols' panther nat). The following information was provided: alinity s (B)(6) sid (B)(6) initial result (B)(6), nat testing not detected. This sample was taken postmortem. No impact to patient management was reported. No organ transplants were delayed as a result of this event.